Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received lower sensor scan results compared to readings from another adc device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced blurred vision, fatigue, thirst, and frequent urination. The customer required unspecified third-party treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.